Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered while deploying the device. As per the instructions for use, the safety release button was used but the device was reported to be stuck. The access ports were then used and the thumb advancer was retracted. The thumb advancer was redepressed and the clip was deployed successfully. Hemostasis was achieved by the device. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.